Event description:
Serious injury involving one person. Pt presented to ecp in 2002 complaining of severe pain in right eye while wearing focus night and day lenses on continuous wear schedule for approx. 3 weeks prior to incident. Suspected corneal ulcer (location unkknown), presumed to be sterile. Diagnosis unconfirmed as no information is available from eye care providers. Treatment begun with ciloxan (drops and ointment). Patient also seen by m.d. (No information available). Lens wear resumed in daily disposable modality (date unknown). Lens and lot number not available for evaluation. No further information available at this time.